Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and atrial oversensing was noted. The analyst noted that there was apparent oversensing in the atrial high rate episodes. The atrial lead impedance decreased to less than 200 ohms the weeks of 2014 (B)(6) and 2014 (B)(6). A polarity switch occurred 2014 (B)(6) and a lead warning on 2014 (B)(6). The impedance then returned to baseline of approximately 360 ohms.

Event description:
It was reported that the right atrial (ra) lead experienced high rate episodes due to noise and oversensing, high short interval counts (sic), and low impedance. A right atrial (ra) lead fracture was confirmed under the clavicle as observed via x-ray photos. In addition, the ventricular lead exhibited oversensing noise and short interval counts (sic). The device was reprogrammed to vvi pacing mode and the sensitivity was reprogrammed. The ra lead and ventricular lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.